Event description:
It was reported that the device had a battery depleted alarm. There was unknown patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a dead battery confirmed in the ehl and the battery that would not hold a charge. The cause of the customer reported problem was the battery. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the battery, upgraded pump software, and reset the pump to standard configuration. The pump passed all functional tests and performed as intended after repair.